Event description:
The customer reported that the device would not deliver a shock for cardioversion as expected. There was no negative pt impact.

Manufacturer narrative:
The customer reported that the device would not deliver a shock for cardioversion as expected. There was no negative pt impact. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.